Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer that the system continued to fluoro after the main x-ray switch had been released. Fse determined the cause of the problem faulty gib. Replaced the gib to resolved the issue. Replaced x-ray switch was just a coincidence that led me to the wrong conclusion. Based on this complaint investigation, a new root cause investigation is not required. Based on the age of this system (last manufactured in mar 19, 2004), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.